Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was treated for high blood glucose. The customer was admitted on (B)(6) on (B)(6) , 2014. The customer stated that the reason her high blood glucose occured was because her body had trouble absorbing insulin because of the infection from her root canal. The customer declined high blood glucose troubleshoot but did questions about hospitalization.